Event description:
It was reported that the pump battery would not charge despite attempts with different power sources and cables. There was no reported impact on the customer¿s blood glucose level. The customer declined to share an alternate method of insulin therapy.